Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, the implant information and the partial operative report were reviewed and is non-contributory. Therefore, due to insufficient clinical information a thorough medical investigation cannot be rendered at this time. All documents and/or images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Should any additional medication information be provided this complaint will be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed prior complaints for the listed batches/failure mode. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed, it is unknown the reason for this revision.